Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a eus won procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started to deploy the stent after cutting through the cyst with the hot axios. However it was noticed that the stent was barely visualized on the eus screen. The necrotic nature of the cyst which barely had any liquid to act as a medium for the eus could have accounted for this issue. The physician then followed the steps and deployed the axios. Through endoscopic image, the physician realized the stent was deployed out of the cyst, and into the stomach. The stent was removed from the stomach with a rat tooth forceps, and the procedure was completed successfully with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.